Event description:
It was originally reported that the patient experienced pain at the implantable neurostimulator (ins) site to the point where he was unable to ¿sit comfortably¿ in a recliner or restaurant. It was noted that the patient was not receiving ¿enough¿ benefit from the ins and would like to have it removed. It was reported that the patient was reprogrammed with no improvement. It was noted that the patient was alive with no injury at the time of the report. It was reported that the pain was mid-back, possibly at the anchor site as well. The company representative reported on (B)(6) 2014 that a revision was scheduled for (B)(6) to move the patient¿s ins. The patient has scar tissue and the current location was uncomfortable. The company representative wanted to know if they should replace the ins at the same time, current voltage 3.10. Additional information has been requested.

Event description:
The company representative confirmed on (B)(6) 2014 that the ipg relocation was successful.

Manufacturer narrative:
Product ID: 37743, serial# (B)(4), product type: programmer., patient product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
The company representative reported on (B)(6) 2014 that the ins was being moved from the flank to abdomen today.